Manufacturer narrative:
Refers to the catheter.

Event description:
It was reported that the pt had a catheter issue (unspecified). The pt underwent a catheter revision. The pt outcome was not reported. The drug contained in the pt's pump was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.